Manufacturer narrative:
Continuation of d10: 694765 lead, implanted: (B)(6) 2004; 419688 lead, implanted: (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that right atrial (ra) lead exhibited undersensing during atrial tachycardia/atrial fibrillation (at/af) resulting in inappropriate mode switching. It was also reported the right ventricular (rv) lead exhibited undersensing and oversensing. The rv lead undersensing resulted in shock therapy being aborted, but the cardiac resynchronization therapy defibrillator (crt-d) re-detected within a few seconds and high voltage therapies were delivered. The rv lead oversensing led to periods of no pacing and asystole during the ventricular fibrillation (vf) episode. The rv lead also triggered a lead integrity alert (lia) for high rate non-sustained episodes and an elevated sensing integrity counter (sic) count. High rv lead thresholds were also observed. The rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. Analysis of the device memory indicated a p-wave amplitude measurement issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.